Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a max air in line alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak during use of an amia automated pd cycler set which resulted in the alarm; the lines coming out of cassette door were cracked on the patient and drain line. Renal therapy services (rts) reviewed proper procedures with the patient and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) actual sample was returned for evaluation in a wet condition with an open pouch. The visual inspection with the naked eye observed damaged/cuts in the patient line and drain line. A leak test was performed which revealed a leak from the patient line and drain line tubing next to the cassette. Clear passage and clamp function was performed with no issues. The amia machine testing observed a leak from the cut tubing was observed during the priming cassette stage and a patient prime line failure alarm during the priming stage. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue of damage to the set that occurred during the flow wrap pouching process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.